Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a sigmoidoscopy performed on (B)(6), 2010. According to the complainant, during the procedure, the patient had a large peri rectal mass that required extreme retroflexion and torque of the endoscope to see the pigmented spot. Once the spot was located the physician had a difficult time trying to advance the clip out of the sheath. Once the clip was exposed, they attempted to actuate the clip however, the clip would not open. In addition, it was reported that the clip prematurely deployed and fell into the patient. The case was completed with an olympus clip. There were no patient complications reported as a result of this event. The initial event description is a non reportable issue.

Manufacturer narrative:
(B)(4) (clip won't open). A visual examination of the returned device found that there was a kink in the control wire near the handle. The prongs of the clip were bent and had an overbite. Although the clip assembly was detached from the bushing, functionally they were unable to actuate the clip however; they were able to deploy the clip, hearing the two distinctive clicks. The most probable root cause has been determined to be operational context as evident by the kink in the control wire. A most probable root cause classification of operational context indicates that the complaint is associated with a product that meets the boston scientific corporation (bsc) design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure performance was limited. A review of the device history record (DHR) was performed; no anomalies were noted.